Event description:
It was reported that during a percutaneous coronary intervention (pci), the maverick2 monorail balloon ruptured. The 95% stenotic lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) coronary artery. A 1.5mm balloon catheter was used to predilate the lesion. The 3.25x15mm maverick2 monorail balloon was used to further predilate the lesion, but ruptured 30 seconds into the first inflation at 10 atms. The procedure was completed with a different manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."